Event description:
It was reported that during a laparoscopic drain of liver abcess procedure, the device worked for several applications and then stopped working. Tried another handpiece and the device did not work. Pulled the device into another generator and the device still did not work. Tried three more devices after that and they all malfunctioned the same way. The case was completed with electro carter when necessary. There was no patient consequence.